Manufacturer narrative:
Follow-up #1: date of submission 11/13/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: the up button was unresponsive. The contrast, down, and ok buttons were intermittently unresponsive. No damage to the keypad. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The up and down buttons were inverted. The bolus button was fully functional. The bolus button was torn on the top. Removed bolus button cover. No moisture or corrosion in bolus button. The spacer in the button was aligned properly. This display was noted to be faded and discolored. A test display was attached to the pump and illuminated properly and was clearly legible. This reported event does not meet animas' criteria of a reportable adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 alleging the up arrow button on the pump was not working and the ok button was sticking. The patient stated she noticed this a few months ago. The patient also alleged the pump had a dim screen and had been gradually fading over time. The patient further alleged that the pump¿s vibratory function did not work. The patient verified that the pump¿s auditory alarm function is operational. The patient confirmed that the pump is exposed to water when the patient wears the pump while swimming. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issues remained unresolved with troubleshooting.

Manufacturer narrative:
Follow up #2 submitted 11/13/2013. Additional device evaluation: the vibrator motor did not function during the powering on of the pump. The vibrator motor was manually tested after the pump had powered on and was operational at that time.